Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "when the packaging was opened and the guidewire removed to insert through the introducer needle, the clinician observed the guidewire had a bend in it."

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter and guide wire for evaluation. The guide wire contained one kink. The coils were slightly closer; however, they were not offset or unraveled. The catheter and guide were also kinked in the corresponding area. The guide wire contained one kink 212mm from the distal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. A device history record review was performed with no relevant findings. The customer reported issue of the guidewire being kinked in the package was confirmed during the sample investigation. Visual inspection was performed and the guidewire, catheter, and guard were found to be kinked in the corresponding area. This damage is consistent with the device being damaged while in the package. A device history record review was performed and no relevant findings were identified to suggest a manufacturing related issue. Based on the information provided and the condition of the returned sample, the probable cause of this issue is shipping and handling related. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "when the packaging was opened and the guidewire removed to insert through the introducer needle, the clinician observed the guidewire had a bend in it."